Event description:
A user report from the aemps was received regarding a medical event that involved the use of an adc meter. The report stated an adc customer reported that in (B)(4) 2010 (specific date unknown) they had experienced symptoms of hypoglycemia yet several readings over 100mg/dl were reportedly obtained on their fs lite meter. The specific readings or time these readings were obtained in relation to the reported medical event is unknown. The customer further reported that paramedics and an emergency helicopter were required to transport the customer to a local health care facility. The customer was diagnosed with hypoglycemia, treated with medications and reportedly recovered however, the specific medications were not reported. It is unknown if the customer experienced a loss of consciousness or seizure activity. No additional information was provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was requested. If the device is returned for evaluation then a follow-up will be submitted.

Event description:
A customer reported to baxter (B)(4) a system error 2240 alarm that occurred during dwell 4 of 4. The customer stated there was no leak observed at the bag or transfer set. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The actual sample was available and the reported issue was not confirmed in the lab. Visual inspection, functional test, and pressure test were performed on the returned sample with no abnormality observed. The batch review was not performed because the lot number was unknown. Based on the information obtained from baxter's investigation, the cause of the se 2240 was due to air being sucked into the disposable from a hole in the sample solution bag. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).